Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up and that they may have a type I endoleak. The physician stated that the cause of the endoleak was anatomy related; highly angled neck. The physician elected to implant an endurant 23 aortic cuff successfully resolving the proximal type I endoleak. The physician also prolifically implanted aptus endoanchors. No additional clinical sequelae were reported and the patient is fine.